Manufacturer narrative:
Summary: the complaint is confirmed for one (1) of one (1) returned roi-a cag med h14mm 27x36mm 14 (pn ir5243p) for the failure of implant fractured during operation. Visual inspection revealed the cage has fractured. Medical records were not provided for review. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the cage was being used or handled at the time of the damage. However, the patient hard bone could have contributed to this event. DHR review and related actions per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a plate would not advance into the patient's bone. The surgeon removed the plate and attempted to use an awl to create a pathway for the plate, but the cage cracked. The cage was removed and a new cage was used to complete the procedure. There was no patient impact or delay of surgery reported.